Event description:
It was reported that the user attempted an infusion set change twice and the needle did not insert because the adhesive label was not removed on both attempts, leading to continued use issues with the ilet with a reported blood glucose of 247 mg/dl. Customer support provided education and arranged replacement supplies, and the user elected to complete the change independently and call back if needed. Investigation of this case revealed use error related to infusion set preparation resulting in inadequate insertion and probable interruption of insulin delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms, no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user technique contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.